Manufacturer narrative:
According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined.a manufacturing record evaluation was performed for the finished device 50000128 number, and no internal actions related to the reported complaint condition were identified.the issue reported by the customer was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint.the odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Investigation findings code of "appropriate term/code not available" represents photo/video analysis.this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. At the preparation for a pvi, when the vizigo¿ sheath was being prepared, when trying to insert the dilator, it didn¿t work. Looking at the ventil of the vizigo¿, it showed that the valve was pushed inside and blocked the dilator. It didn't look like the hemostatic valve broke into more than one piece (everything was inside), but it was not easy to see. The hemostatic valve became detached from the sheath. The sheath was not being used on the patient. Another vizigo¿ was used. There were no patient consequences.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 31-aug-2022. The device evaluation was completed on 21-sep-2022. It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. At the preparation for a pvi, when the vizigo¿ sheath was being prepared, when trying to insert the dilator, it didn¿t work. Looking at the ventil of the vizigo¿, it showed that the valve was pushed inside and blocked the dilator. It didn't look like the hemostatic valve broke into more than one piece (everything was inside), but it was not easy to see. The hemostatic valve became detached from the sheath. The sheath was not being used on the patient. Another vizigo¿ was used. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device 50000128 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).